Event description:
Bilateral patient:litigation papers allege physical injuries, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his blood stream, conscious pain and suffering and loss of earnings. It is further alleged the patient will be required to undergo a surgical revision to remove and replace the device.(B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain and metallosis. It appears that both sides were revised.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. H3 other text : not returned